Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified therapeutic procedure, the subject device was turned off on its own and the image was disappeared. However the power of the subject device was recovered immediately and automatically without any operation. The procedure was continued and completed with the subject device. There was no report of patient injury associated with the event.